Event description:
A guideliner v3 catheter was used during a patient procedure. Upon advancement on the guideliner into the patient, a vessel dissection occurred. Intervention was required to stent the damaged vessel and the issue was resolved.